Manufacturer narrative:
Product event summary: the lead was returned, analyzed and no anomalies were found. Visual summary of analysis indicated damage at explant.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was placed in several different positions, however, a high threshold was continuously observed. The physician replaced the lead with a passive fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.